Event description:
As reported on (B)(6) 2013, patient of unknown age and gender presented for an endovenous laser procedure. It was reported that during the procedure, the treating physician experienced difficulty interfacing the access dilator and sheath. The patient developed phlebitis due to the irritation to the tissue at the site of the micro access dilator/sheath issue. The patient was treated with lidocaine. No additional hospitalization was required due to this event as the phlebitis dissolved after treatment. The reported disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description could not be confirmed. The root cause for the complaint description cannot be determined. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process and prior to packaging, the dilator/sheath introducer are inspected and the dilator/sheath introducer is packaged in a shipping tube to prevent damage. As reported, the patient was successfully treated with lidocaine for the pain due to the procedure. There was no report of permanent harm or injury to the patient due to the event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).